Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer for investigation. The complaint was not confirmed as the product was not received for evaluation. Device not returned to manufacturer for investigation.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the sagittal saw attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the sagittal saw attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.